Manufacturer narrative:
(B)(4). Evaluation codes, results: evaluation code-result: other (based on the information available no root cause can be determined). Evaluation code conclusion: no conclusion can be drawn (based on the information available no conclusion can be drawn).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a diver ce max clot extraction catheter in a patient. The target lesion, located in the rca exhibited 100% stenosis. However it was reported that, after successful clot aspiration, the monorail part broke during retraction. It was reported that haemostatic valve was opened sufficiently to allow smooth passage of the device and that no difficulties were encountered during advancement of the diver ce max device to target lesion. It was reported that the shaft was not kinked and re-straightened during the procedure. It was reported that no part of the device remains in the patient. It was reported that the procedure was successfully completed with a drug eluted balloon. It was reported that the event did not result in a serious injury or death.

Event description:
Device evaluation: the proximal hypotube-median tube welding is broken. The bilumen tube is kinked in one point. The break point was found on the proximal tube, proximally to the welding with the median tube. Cine image review: the occlusion in the rca, the positioning of the diver c.e. Max device and the outcome of the aspiration are visible on cine; however there are no images capturing the detachment of the diver ce max device and subsequent removal of the detached material from the body.